Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 139,804 joules of use. The case was completed using a second fiber. Current status of the pt: "ok".

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the glass cap of the surgical fiber was found to be detached; the fiber is broken proximal to the fiber/cap fusion zone; the fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward-firing condition of the side-firing surgical fiber. The root cause of the device the failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in cap detachment.